Manufacturer narrative:
(B)(4). Investigation summary: during service assessment, a defect was identified and repaired. Unit safety test was performed according to manufacture¿s final test procedure with original accessories attached by the customer. A 24-hour continuous test was complete and functional testing performed. The ventilator assembly was found defective and replaced. An electrical safety test completed. Accessories checked and indicated fault codes analyzed. A defective connecting cable was identified and replaced. All testing completed and system was restored to manufacture specification.

Event description:
It was reported that a defect was identified during service assessment. No patient involvement. The failure was detected during electrical safety test.